Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and found that the internal metal parts had been exposed from the bending section of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause was unknown. Omsc surmised that the reported phenomenon was occurred the following cause. Since there were scratches on the adhesive part of the rubber of the bending section, the rubber of the bending section came into strong contact with a hard object and the rubber of the bending section and bending section was broken.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus and found that the internal metal parts had been exposed from the bending section of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.